Event description:
It was reported that the patient's device dropped from 50% battery to eos during surgery. No surgical intervention relating to the event has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator was received and product analysis was completed. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been the contributing factor for the reported allegations.

Event description:
Additional product information was received. It was further specified that the patient was undergoing a battery replacement when it was noted that the explanted device showed battery levels that had depleted suddenly. Tablet data was received and reviewed which shows that the battery depleted prematurely due to the device being hit with electrocautery during the battery replacement. The suspect device has not been received to date.